Event description:
In early 2009, the patient reported to a company representative he has had two low blood glucose readings that has resulted in him passing out. On follow up with the patient, he stated he has had erratic blood glucose readings from 20-30 mg/dl to 500-600 mg/dl since being on insulin pump therapy. His target range is under 200 mg/dl. He said he has been treated and released at the hospital emergency room twice, once at the end of 2008 and once on the day prior to original date. He stated he had no symptoms and his hypoglycemia was treated with a glucose drip before he was released. A symptom of hyperglycemia is a funny taste in his mouth. He stopped using his infusion device six days after the original date, and has returned to insulin injection therapy. To troubleshoot, the patient confirmed the time and basal rates were adjusted several times. He said he usually changes his infusion headset every 3-4 days and his cartridge and tubing every 6-8 days but has used them up to 15 days. He was advised to change his headset every 2-3 days and the cartridge and tubing every 6 days. He stated he has discussed his concerns with his doctor and other healthcare professionals. He said his doctor had him switch to his backup infusion device for troubleshooting purposes, and the same issue occurred while using the backup device. He stated he has a very active job and works erratic shifts which he believes makes it difficult for him to regulate his blood glucose levels. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.